Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium results on architect c8000 processing module for one patient. The results provided were: patient 2 sodium initial on (B)(4) =< 100 mmol/l /repeated on architect (B)(4) =105 mmol/l and 140 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
A review of tickets determined that there was no other complaint activity for ict sample diluent ((B)(4)) results. The ict sample diluent used to analysis of electrolytes on architect c8000 processing module. Trending review determined no trends for falsely elevated sodium results for the product. Return testing was not completed as returns were not available. A review of historical data revealed no trends, systemic issues, or related nonconformances. Samples when repeated on another architect analyzer generated higher results with erratic results observed between the first and second repeat run. The customer stated that all chemistry tests are reproducing as expected with no discrepancies. The customer suspects possible preanalytical issues with the patient specimens. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the architect c8000, serial number (B)(6), or the ict diluent, lot number 29331un22, was identified.

Event description:
The customer observed falsely decreased sodium results on architect c8000 processing module for one patient. The results provided were: patient 2 sodium initial on (B)(6)=< 100 mmol/l /repeated on architect (B)(6)=105 mmol/l and 140 mmol/l there was no reported impact to patient management.